Event description:
An aneurx stent graft system was inserted into a patient for the endovascular treatment of an 8.2 cm abdominal aortic aneurysm. The aortic neck was reverse-funnel shaped, ranging from 20 mm at the renal arteries to 25 mm distally over a length of 15 mm, and had moderate angulation but was without calcification or thrombus. The access vessels were not very tortuous and about 7 mm in diameter but stenosed by severe, diffuse calcification. It was reported that the physician attempted to deliver the aneurx device (MDR# 2953200-2009-01279) on the patient's left side multiple times; however, due to the severely calcified anatomy, the aneurx device ended up kinking in the left common femoral/distal external iliac artery. Then the physician elected to use a conduit and a shorter aneurx device (MDR# 2953200-2009-01280), which was able to be delivered without issues. However, during deployment of the shorter aneurx device, the stent graft slipped down, due to the anterior angulation of the aortic neck, resulting in a proximal type I endoleak. The physician elected to implant 2 aneurx aortic cuffs, but the endoleak was still present. The patient is stable, and the physician has elected not to intervene any further, but to continue to follow the patient. The kinked aneurx device was discarded at the procedure.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: stenosed and severely calcified vessels.